Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No numbers ramping up noted. Insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It was reported that the numbers on the insulin pump were ramping on their own when the customer attempted to put in a bolus. Customer's blood glucose reading at the time of the call was 9.9 mmol/l. No further information reported.